Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. The patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. Pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
Additional information: a2, a4, b2, b3, b5, b6, b7, d10, e1, e3, h1, h6. B3: the death occurred on an unspecified date in jan 2022. B5: upon follow up it was reported the cause of the bacterial peritonitis was unknown. The peritonitis was manifested by cloudy and yellowish effluent. On an unreported date, the same month as event onset, the patient was hospitalized for the peritonitis and treated with vancomycin, piperacillin and tazobactam. While hospitalized, the patient passed away. The cause of death was unknown; however, it was reported that while hospitalized, the patient experienced several complications that lead to death. The peritonitis was not resolved prior to death. It was not reported if pd therapy was ongoing prior to death or at the time of death. Should additional relevant information become available, a supplemental report will be submitted.